Event description:
It was reported that after multiple attempts to insert the lead over the cluneal superior the lead broke on the last attempt. The lead had been bumping into bone and ligaments during the attempts. A replacement lead was used. There was no patient injury or death and the patient status was recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (l/n 0208423587) found that the outer insulation of the lead body separated at a butt joint at the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.